Event description:
Caller reported that the cartridge was not fitting properly on the pump due to an o-ring on the pneumatic tap, leading to an initial malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support instructed the caller to remove the case, clean the pneumatic area, and reload the cartridge. After following these steps, the caller was able to resume insulin therapy successfully.